Event description:
Reporter stated that customer received the following results on the mobile system within 3-4 minutes: 500 mg/dl, 225 mg/dl and 175 mg/dl. Customer "changed his therapy based on the low results." Customer takes insuman and humalog insulin. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.